Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc medical device on (B)(6) 2004 with the intention of treating her stress urinary incontinence. It was alleged that the plaintiff suffered severe and permanent bodily injuries and significant mental and physical pain and suffering.